Event description:
It was reported that a user experienced elevated blood glucose while using the ilet after eating a protein bar and likely announcing an incorrect meal size, with a maximum reported glucose of 223 mg/dl and no device alerts, and glucose returned to target within approximately two hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Customer care provided troubleshooting and education on proper meal announcement and review of device performance. Investigation of this case revealed that the device functioned as designed, infusion set performance was adequate, and the event was attributable to user meal announcement error for the carbohydrate/protein content of the bar. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement size estimation.

Manufacturer narrative:
Initial.